Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: per customer, "my tech noted multiple issues today with the 20g angiocath stating it is auto retracting or the needle is getting stuck and she is having trouble retracting." Additional information received on 22may2025. 1. When you pressed the button, did the needle fully retract? No. 2. Did the needle retract slower than normal? Yes, or would not retract at all. 3. Did the needle start retracting and then stop, leaving the needle exposed? No. 4. Did the needle not move at all after pressing the button? Correct, it did not move at all. 5. Did the button depress? Sometimes, but sometimes it seemed to get stuck part way through.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4341713. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.